Event description:
A report was made about a broken screen on the customer's pump. There was no adverse impact to the customer's blood glucose level. The distributor noted that the pump was plugged in and started, but the screen remained black. The device was expected to be returned for further inspection on march 30, 2026, and a replacement pump with a new serial number was provided.